Manufacturer narrative:
A ge service rep performed an on site investigation and duplicated problem. The f1 fuse on the power distribution printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9400 system workstation would not produce images or boot up. No pt injury was reported.